Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had a cracked battery compartment and an intermittent power issue. The patient had a blood glucose of 491 mg/dl with moderate ketones and vomiting. This complaint is being reported as the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/16/2015: the device was returned to animas and evaluated by product analysis on 08/24/2015 with the following results: the black box shows unexplained por on 2015-07-16 10:25; deliveries resumed at 10:48. Battery compartment is cracked above and below the bumper pad. Corrosion observed inside battery compartment. Returned battery cap has stripped threads and is unable to fully attach to the pump; power on resets duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power on resets were duplicated during this time. Daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Leak test verifies leak in battery compartment. The pump cover was removed; no evidence of further internal moisture was observed. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.